Event description:
It was reported to nuvectra that the patient experienced severe pain at the pocket site when exiting the vehicle. An x-ray was performed and revealed a lead migration. Subsequently, one of the leads was replaced.